Event description:
It was reported that a female patient underwent a breast surgery with an unspecified 320cc mentor textured gel breast implant and experienced left-sided grade ii capsular contracture and rupture postoperatively. The diagnosis of the capsular contracture was confirmed by a healthcare professional. However, rupture is suspected, and the diagnosis is not confirmed at this time. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).